Event description:
It was reported that patient faced leakage from tubing event on (b)(6) 2024 and patient experienced high blood glucose level and treated with bolus via pump.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown unavailable or remains unchanged.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation Investigation Findings Investigation Conclusions H11: Investigation summaryComplaint Investigation Results: Review of complaint record DATABASE event description and all available information was completed, and lot number 6002859 was provided. Complaint was classified under malfunction code: Leak - Tubing damage - significant / extensiveA query was run in the Electronic Quality Management System on 10-MAR-2026 against Lot Number 6002859 and similar Malfunction Code(s).Leak - Tubing damage - significant / extensiveLeak - Tubing damage - significant / extensiveTubing is split along the length of the tubing) or has pinholesTubing is split along the length of the tubing) or has pinholesNo records were identified for this lot and similar related issues.A NC/CORRECTIVE AND PREVENTIVE ACTION query search was run in the Electronic Quality Management System performed on 10-MAR-2026 against Lot/Batch Number 6002859. No records were found. DEVICE HISTORY RECORD Review:The Device History Record (DEVICE HISTORY RECORD) for lot 6002859 was reviewed. Review of the DEVICE HISTORY RECORD showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No Deviation was identified, nor maintenance events were recorded related to complaint code.Conclusion of Complaint Investigation: Lot No. 6002859 was provided, however, as the complaint is categorized as a reportable with low harm and no issues were found during Electronic Quality Management System search and DEVICE HISTORY RECORD review: · No visual inspection is required to be performed.· No retain sample testing is required to be conducted.· No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects.CORRECTIVE AND PREVENTIVE ACTION determination:Based on the available information, no further investigation is required nor CORRECTIVE AND PREVENTIVE ACTION plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts).Complaint Investigation Results: Review of complaint record DATABASE event description and all available information was completed, and lot number 6002859 was provided. Complaint was classified under malfunction code: Leak - Tubing damage - significant / extensiveA query was run in the Electronic Quality Management System on 10-MAR-2026 against Lot Number 6002859 and similar Malfunction Code(s).Leak - Tubing damage - significant / extensiveLeak - Tubing damage - significant / extensiveTubing is split (along the length of the tubing) or has pinholesTubing is split (along the length of the tubing) or has pinholesNo records were identified for this lot and similar related issues.A NC/CORRECTIVE AND PREVENTIVE ACTION query search was run in the Electronic Quality Management System system performed on 10-MAR-2026 against Lot/Batch Number 6002859. No records were found. DEVICE HISTORY RECORD Review:The Device History Record (DEVICE HISTORY RECORD) for lot 6002859 was reviewed. Review of the DEVICE HISTORY RECORD showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No Deviation was identified, nor maintenance events were recorded related to complaint code.Conclusion of Complaint Investigation: Lot No. 6002859 was provided, however, as the complaint is categorized as a reportable with low harm and no issues were found during Electronic Quality Management System search and DEVICE HISTORY RECORD review: · No visual inspection is required to be performed.· No retain sample testing is required to be conducted.· No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects.CORRECTIVE AND PREVENTIVE ACTION determination:Based on the available information, no further investigation is required nor Corrective and Preventive Action plan is needed. The record will be closed and monitored through tracking and trending (Monthly TRIPS and Alerts).To date no additional information has been received. Should additional information become available a follow-up report will be submitted.FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 8021545.